Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The error alarms received were a motor current error detected and motor power supply voltage error detected. They also reported being unable to load reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer reverted to manual injections. The insulin pump will be returned for analysis

Manufacturer narrative:
During motor rewind for the displacement test, the device returned a pump error 39. Did not note any previous moisture presence on any of the boards, assemblies, or the motor inside the device. The motor was tested outside the device, and it failed returning another pump error 39 suggesting that the problem has something to do with the motor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the pump error 39.